Event description:
Consumer reported complaint for physical defect of test strip and missing safety seal. The customer stated that when she had removed a test strip from the vial, there was evidence of the product being used previously. Customer stated that some of the test strips had dried blood on them; customer stated that it was not her blood. Customer also stated that the test strip vial had been missing the plastic safety seal. Customer stated that she had touched the blood that was on the test strips. Customer stated that after touching the test strips she had washed her hands and used alcohol. Customer stated she is not comfortable using the test strips. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to potential exposure to biohazard material. Test strips (2 vials) were returned for evaluation. Product testing was performed and no defect found on returned test strips. Returned product was forwarded to production operations. Internal evaluation was completed and no abnormalities were observed. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 06-june-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-009: use error caused or contributed to event.